Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date - unknown due to the event date being unknown. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the physician successfully completed hemostasis with the angio-seal device. The following day, however, bleeding occurred, and the puncture site swelled. Manual compression was applied, and the bleeding stopped. The patient recovered. The procedure before deploying the device was a coiling procedure. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There was non-serious health damage. Estimated blood loss was less than 250cc. This was a right femoral artery puncture. There was no other devices or equipment being used with the reported product.